Manufacturer narrative:
MDR 3003442380-2024-00860 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that the patient faced an insulin flow blocked alarm. The customer had two infusion sets which had same problem. No further information available.